Manufacturer narrative:
(B)(4). Further information was received from a baxter employed health professional from (B)(6) as follows. The case was medically confirmed. The patient died due to septicemia (onset date not reported). The cause of the septicemia was not reported. Treatment was not reported. The peritonitis was still ongoing at the time of death. It was not reported if an autopsy was performed. Dianeal therapy was ongoing until the time of death. Additional information was requested but is not available. Should additional information become available, a follow-up report will be submitted

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient's treatment started with injection (inj) reflin 1gm/day and inj tobramycin 40mg/day (routes not reported) for the peritonitis. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.